Event description:
It was reported that the right ventricular (rv) lead had diminished sensing. During the implant procedure, the rv lead had sensing values within normal limits. Post-operative, the sensing decreased. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrin sically breached due to a cut. There was blood on the distal conductor of the lead and it was not obstructed. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found that there was a cut from the overlay tubing through the outer insulation, and that allows blood ingress on distal conductor. Due to the length of implant, and the anomalies described in the event, it is likely that the extrinsic insulation breach observed during analysis occurred at implant, and contributed to the electrical complaint of undersensing. If information is provided in the future, a supplemental report will be issued.